Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level which resulted in loss of consciousness. The customer alleged that the pump was delivering too much insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. Reportedly, customer reverted to an alternate method of insulin therapy.